Event description:
The remb micro drill was sent for eval because it was overheating during a procedure. The procedure was completed with the same device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
Overheating was not duplicated during failure analysis because the device had not power; however, corrosion was noted within the internal components of the device.